Event description:
An authorized service provider (asp) contacted ventec to report that the device measured lower peep (positive end expiratory pressure) than set, as well as higher peep than set, and that its exhaled tidal volume (vte) levels were low. Additionally, the device's inspiratory pressure was low and it was displaying the patient circuit disconnect alarm. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6. The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of its exhaled tidal volume (vte) levels being low, as well as it measuring lower and higher peep (positive end expiratory pressure) than set, low inspiratory pressure, and displaying the patient circuit disconnect alarm, were all confirmed. The asp replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issues was the ift.